Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via the FDA/medwatch program that they experienced low blood glucose and sensor with inaccurate readings. The customer¿s blood glucose value was 17 mg/dl and the sensor glucose value was 96 mg/dl. The low reading caused a seizure and was treated with glucagon injection administered by the customer's spouse. No product is expected to return for analysis. Frn-unk-rsvr, unomed inf set, ozp-mmt-7020- snsr.